Event description:
It was reported that pain occurred. According to the consumer, on (B)(6) 2026, they experienced an issue after applying the biosensor. The sensor was inserted in an unknown location in the evening of (B)(6) 2026, with no issues reported with insertion. The next morning, she observed blood on her pajamas and on the over patch, and no other symptoms were reported at that time. After she took a shower on the evening of (B)(6) 2026, she noticed pain and bleeding in the area. She decided to remove the sensor. In the process of removing the sensor she experienced considerable pain and fainted. She estimated she was unconscious for 2-3 minutes, and after regaining consciousness she finished removing the sensor and applied a bandage at the insertion site to stop the bleeding. After the event she had bruising at the site, no other symptoms were reported. She did not seek assistance from a medical professional or take any medication as a result of the event and remained at home. At the time of the follow up call by dexcom technical support on (B)(6) 2026 she had recovered and was using a new sensor which was working fine without any reported issues. There was no information provided to indicate any specific treatment, or medical intervention by a healthcare provider for this event. No other customer or event details were available. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional customer or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.